Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up intermittent loss of sensing was observed. The stored egm confirmed the intermittent loss of sensing. The device was re-programmed.